Event description:
The device in this report was sent in along with another device from a separate report. Visual inspection discovered that the clear insulation was rolled up on the jaw. Further evaluation found that the device failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.